Event description:
It was reported that externalized conductors were observed under fluoroscopy. No patient symptoms were reported. No further information is available.

Manufacturer narrative:
(B)(4).